Manufacturer narrative:
Serial number not provided.

Event description:
It was reported to philips that the device¿s ac power module had intermittent led function .the device was not in use on a patient.